Manufacturer narrative:
Product ID, neu_wrench_acc, product type accessory product ID, neu_wrench_acc, product type accessory. Analysis of the implantable neurostimulator (serial# (B)(4)) revealed the connector block(s) were out of alignment. Analysis of two wrench accessories revealed no anomaly.

Event description:
It was reported that a physician was unable to tighten the implantable neurostimulator (ins) into the lead. It was stated that the physician tried with 2 separate torque wrenches and had no success. The mechanism that clamps down on the lead inside of the ins itself would not tighten. A different ins was used and 'everything worked perfectly.' The patient was implanted with the good ins. It was noted that there were no patient symptoms or injuries or adverse events related to this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).